Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The pump was received with cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they have treated with manual injections and bolus. Troubleshoot was conducted. The device failed the high pressure testing twice. The cannula was removed and noted to be bent. The customer was advised the device would be replaced and returned for analysis.